Event description:
New information received on 20 nov 2019, indicates that the patient presented in clinic on (B)(6) 2019, and programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an implantable cardioverter defibrillator that was oversensing post paced t-waves. No resolution was reported, and the patient was stable.